Manufacturer narrative:
This report is submitted on april 09, 2024.

Event description:
Per the clinic, the patient experienced pain at the implant site and was treated with oral antibiotics (specific date and duration not reported). The implanted device remains.